Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was able to verify the reported issue in the device's electronic records. The battery pins were refreshed as a pre-cautionary measure, and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. After reviewing the device's electronic records, a stryker customer quality engineer determined that the likely cause of the reported issue was a battery that was not properly seated in the battery well. Therefore, a root cause of the reported issue could not be established.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during a patient call. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.